Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04617. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently a revision procedure ten years later due to elevated ions, pain and chronic inflammation. Legal representative reported that the surgeon found evidence of metallosis. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: pre-revision aspiration: cr 30; co 64; wbc 2398. 53% pmn; cultures negative. Left hip mechanical failure with elevated metal ion levels. Revision op notes specify left hip pain and metal taste in her mouth. Elevated synovial fluid co and cr levels (cr 0.8, co0.6, esr 13, crp 3mg/l). Evidence of metallosis found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H10: this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : abx-us157848 48odx42id magnum abx pf cup 635310; 139256 m2a-magnum 42-50 tpr insrt 909610; 103205 taperloc por fmrl 11x142 461200.

Event description:
It was reported that the patient underwent left total hip arthroplasty. Subsequently the patient was revised 10 years later due to elevated ions, pain and chronic inflammation, metallosis, and a decrease in daily living activities . Legal representative reported: surgeon found evidence of metallosis. Patient was in pain with elevated cobalt and chromium levels in aspirated hip synovial fluid. Pathology found pigment laden macrophages and chronic inflammation. Plaintiff suffered significant pain, tissue destruction, bone destruction, metal wear, metal poisoning, loss of enjoyment of life, and limitation of daily activities. Attempts were made to obtain additional information; however, none was available